Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support was experiencing internet issues and planned to call the customer back.